Event description:
It was reported that the patient was admitted to the ER because she was unconscious/unresponsive. The reporter stated that the hospital staff would like to discontinue the baclofen infusion "for some time". Programming the pump to minimum rate mode was recommended. The patient's dose had recently been changed. No alarms were noted upon interrogation. It was further noted that the patient's physician decided to decrease the dose 50% to 6.3mg/day and disable the use of the ptm. The medications used within the system were clonidine, baclofen, and morphine. The patient was obtunded upon going to the ER. It was further noted, the patient was intubated and unresponsive. The patient's healthcare provider wanted to see about stopping the pump. The physician asked to have the pump reduced by 50% and was guided through the programming. The physician programmed a new daily dose of 6.302 mg/day of morphine. The patient was to be moved to the ICU shortly after the pump was updated. The patient was noted to have experienced overdose symptoms of being "obtunded, intubated, and unresponsive". About two weeks later, it was reported that no telemetry strips were available. The orders were to increase the patient's daily dose by 20% on (B)(6) 2013. On this date, the patient was noted to have been wide awake, carrying on normal, and in pleasant conversation. The following day, the patient's dosage was turned down as the patient was "stable but sleeping heavily". The patient had gone through a cardiac procedure that morning. The patient was noted to be stable at this time and receiving effective therapy. Two days later, it was reported that the cardiac procedure that was performed was not due to the pump. The patient had been admitted to the hospital to rule out a stroke. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).